Event description:
Sorin group deutschland received a report that during the procedure the pump stopped and displayed an error message. Power cycling did not resolve the issue so the operator hand cranked to maintain blood flow until the pump was swapped out and the case was completed without further issues. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during the procedure, the pump stopped and displayed an error message. Power cycling did not resolve the issue, so the operator hand cranked to maintain blood flow until the pump was swapped out and the case was completed without further issues. There was no report of patient injury. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.